Event description:
It was reported the reservoir had bubbles. Customer's mother declined to provide blood glucose. Customer's mother stated they went to africa for vacations and was having a hard time keeping customer's blood glucose stable. Customer's mother declined troubleshooting she was at work. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 2032227-2014-21523.